Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. During troubleshooting, the fse found that the sib was not working and the dcps output indicator was not working properly. The fse replaced the dcps (digitally controlled power supply). After replacement of the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to turn on. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.